Event description:
It was reported per field service report: symptom - display complaint- controller cable failure (system error 7). Findings/action taken: replaced head as a precaution. Functional check okay.

Manufacturer narrative:
(B) (4). F/u report will be filed if add'l info becomes available.